Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). An additional target lesion was located in the calcified first diagonal artery. The 185cm kinetix guide wire was advanced to the lad and a non-bsc guidwire was advanced to the first diagonal. An unspecified balloon was then advanced to the lesion in the first diagonal and inflation was performed. This lesion was then treated with a promus stent. To continue the procedure, a non-bsc balloon was advanced to the target lesion in the lad. However, during advancement of the balloon the physician noted that the distal section of the kinetix guide wire had detached near the radiopaque marker. It was observed that the separated portion was trapped in a small septal artery and that proximal section of this detached piece seemed to be floating. The physician attempted to retrieve the detached guide wire with a snare but was unsuccessful. Angiography was performed and it was decided to leave the separated portion in the patient. Five days later an unspecified treatment procedure was performed in the right coronary artery. During this procedure, the detached portion of the device was successfully removed. It is the opinion of the physician that the calcification in the proximal lad may have contributed to the guidewire fracture. Additionally, the device may have become kinked during the procedure; however the physician further noted that the fracture did not occur in the same location as the possible kink. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). An additional target lesion was located in the calcified first diagonal artery. The 185cm kinetix guide wire was advanced to the lad and a non-bsc guidwire was advanced to the first diagonal. An unspecified balloon was then advanced to the lesion in the first diagonal and inflation was performed. This lesion was then treated with a promus stent. To continue the procedure, a non-bsc balloon was advanced to the target lesion in the lad. However, during advancement of the balloon the physician noted that the distal section of the kinetix guide wire had detached near the radiopaque marker. It was observed that the separated portion was trapped in a small septal artery and that proximal section of this detached piece seemed to be floating. The physician attempted to retrieve the detached guide wire with a snare but was unsuccessful. Angiography was performed and it was decided to leave the separated portion in the patient. Five days later an unspecified treatment procedure was performed in the right coronary artery. During this procedure, the detached portion of the device was successfully removed. It is the opinion of the physician that the calcification in the proximal lad may have contributed to the guidewire fracture. Additionally, the device may have become kinked during the procedure; however the physician further noted that the fracture did not occur in the same location as the possible kink. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the kinetix guide wire was received for analysis in two pieces. Visual inspection confirmed that the corewire was fractured. The remaining distal portion of the corewire was 2.5cm long. The proximal portion of the corewire was 15.2cm from the end of the high torque sleeve. There was a bend in the corewire near the fractured end. Analytical testing concluded that the corewire fractured due to ductile bending overload. The manufacturing record confirmed that the device meet all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the procedure being performed when the detached portion of the device was removed was a percutaneous coronary intervention.

Manufacturer narrative:
(B)(4).